Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded and loose drive support disk. Unable to perform prime test due to loose drive support disk. Motor passed motor test. Unable to test no delivery test due to loose drive support disk. Unit received with minor scratched display window. Unit received with cracked reservoir tube lip. Unit received with missing endcap sticker. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as a motor error alarm. Customer's blood glucose level at the time 301 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.